Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during the trial procedure the physician placed a lead and tested the lead intraoperatively. It was reported the lead showed high impedance. It was reported the surgery was extended 30 mins, and the physician used a different lead to complete the procedure.